Event description:
It was reported that, "explant of a total hip. The pt has a systemic infection. Biomed antibiotic replacement."

Manufacturer narrative:
An eval of the device cannot be performed as the device was not returned to the MFR. Additional info was requested. If it becomes available, the eval summary will be submitted in a supplemental report.